Event description:
It was reported that during a coronary treatment procedure, it was noted that the distal tip of the product was too thick. The physician was attempting to treat a 65% mildly calcified lesion in the mid-lad. The physician noted the same problem with another of the same devices. He completed the procedure with another device. No pt injuries or complications were reported. Same case as MFR's # 6000130-2004-00119.